Manufacturer narrative:
- The event is related to a printing issue when the device is programmed in the MRI pacing mode (voo). - nevertheless, the subject pacemaker was correctly programmed in voo mode by the physician. - no issue is suspected on the subject pacemaker. The complaint is recorded for trending purposes. The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the technician programmed voo mode for a MRI exam. After MRI exam, the pacemaker was interrogated and aoo mode for MRI appeared to be programmed. What may have caused this switch/what happened during MRI/during programming.